Event description:
It was reported that the ventilator failed multiple tests during pre-use check. There was no patient involvement. Manufacturer's ref. #: (B)(4).

Manufacturer narrative:
It was reported that the following tests failed: pressure transducer test, gas supply test and flow transducer test. Identification of issue has been done by analyzing problem description and service report. Based on technician statement, the air gas module was identified as faulty and its replacement is necessary. The air gas module regulates the inspiratory gas flow and gas mixture. The defective part has not been returned for further analysis, therefore the root cause for the reported problem could not be determined.

Event description:
Manufacturer's ref. #: (B)(4).